Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device did not meet expected longevity. Analysis of the device and internal components were as expected for a device at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was svc and rv coil impedance instability, along with high impedance. The physician was unsure if this was a device or lead issue, so the device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.